Event description:
Inaccurate measurement of treatment distance for multi-lumen catheter possibly related to gliding action on source simulator. Radioactive source placed 10 cms away from the intended position. Dose delivered to skin distal to the connector end of catheter causing thermal burn to skin.

Event description:
Caller states patient tested 3.2 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.